Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that the device's pacer was not adjustable. Complainant did not indicate that there was any patient involvement in the reported malfunction.